Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: the physician scheduled to place zta-pt-36-32-161-w1 (e3860949) from directly below the common carotid artery and cover the left subclavian artery (lsa) with the zta and embolize it with coils. Also, he planned to extend the zta to the proximal site a little bit with zta-pt-36-32-161-w1 (e3860949) depending on whether endoleak type 1a was occurred or not. From directly below the common carotid artery, zta-pt-36-32-161-w1 (e3860949) was placed. When the physician checked the existence of endoleaks with imaging, blood flow was observed anterogradely in lsa, which meant endoleak type ia ((B)(4)). After coil embolization was performed in lsa, the physician planed to place tbe-38-77-pf (e3632983) at the proximal site as to extend the zta a little. As advancing the device, its tip got stuck at the bent part of the stent graft ( zta-pt-36-32-161-w1) placed in the proximal. The physician attempted to perform pull-through technique, but the gap between the dilator and the sheath at the tx2 tip got stuck in the zta, and he was unable to advance the tx2 to the target site ((B)(4)). Considering the risk that the stent grafts would move, he withdrew the tx2. The physician evaluated endoleaks again by angiography, but disappearance of endoleaks was not confirmed. Therefore,he changed the plan that extended the zta a little bit to the proximal site with an extension graft into the one that strengthened expansion force of the zta by placing zta-de-38-91-w1 (e3823776) at the same site as the zta. This zta extension could be advanced to the target site without resistance. Then, disappearance of endoleaks was confirmed, and the procedure was completed. Regarding zta-pt-36-32-161-w1 (e3860949), the physician thought the access did not have problems because the diameter of the access was 7.5mm. As for tbe-38-77-pf (e3632983), he judged that the device could pass through the target site since no calcification or other anatomical features were observed. Patient outcome: no adverse effects to the patient were reported.

Manufacturer narrative:
Manufacturers ref (B)(4) summary of investigational findings: a female patient with a thoracic abdominal aneurysm underwent tevar. It was reported that the anatomy of the access vessels was without calcifications and the access vessels had a diameter of 7.5 mm. The physician placed a zta-pt-36-32-161-w1 directly below the common carotid artery, covering the left subclavian artery (lsa). Flow into the lsa was seen which was thought to stem from a type 1a endoleak (B)(4) (manufacturer reference number: 3002808486-2019-01884), therefore it was decided to extend the zta at the proximal site using a tbe-38-77-pf (complaint device). As the tbe-38-77-pf was advanced it was reported that the gap between the dilator and the sheath at the tip of the tbe-38-77-pf got stuck in a stent edge of the zta-pt-36-32-161-w1 device and the tbe-38-77-pf not be advanced any further even though the physician attempted a pull-trough technique. The tbe-38-77-pf device was withdrawn and replaced with a zta-de-38-91-w1 device and the procedure completed. Upon withdrawal the tbe-38-77-pf device was inspected and damage to the sheath tip was seen. No device was returned. A photo of the device was provided. It was not possible to see the mentioned defects on the tip/sheath tip on the photos. Review of the device history record gave no indication of the device being produced out of specification. The instructions for use sent with the device states ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels¿ and that the device should be inspected prior to use. Based on the reported information and photo of the device it has not been possible to establish an exact cause for this event. It is likely that the event is related to procedure, as the advancement of a device with an 8.5 mm introducer-sheath into an access vessel with a diameter of 7.5 might have led to some pushing and thereby a small dislocation of the sheath resulting in the mentioned gap between dilator and sheath tip. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.